Event description:
It was reported that the asymptomatic patient presented in the operating room for a routine device change out procedure. The pulse generator exhibited backup vvi operation and could not be interrogated. The device was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.